Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058181r, implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type catheter; product ID: 8709, serial/lot #: j0058181r, ubd: (B)(6) 2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the catheter was torn in two places. It took "quite a while to get the torn catheter out of him". No symptoms were reported. No further complications were reported.